Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the eval once it is completed. Method: a sample device was returned and is currently in transit to the investigation site.

Event description:
A report was received stating that the listed tracheostomy tube was found to be deflating at the cuff after 1 day in situ. An emergent exchange of the tracheostomy tube was required. No incident related medical sequela was reported.